Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
The device manufacturer date is not known. Alleged failure: the scope is cloudy and dark.: nickie.kelley@lpnt.net the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be extreme broken rod lenses. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image.